Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration, contamination was found under the force sensor, and the display screen was found to be dim and discolored. This report was made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: when the pump powered on, the display screen was observed to be faded with discolored display. During testing, the pump load cartridge step failed to detect the cartridge. A force sensor calibration test found that the force sensor was out of calibration. The pump was opened and contamination was found in the force sensor assembly. Unrelated to these issues, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).